Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation instrument outside of a procedure. The rep indicated that the instrument was broken during sterilization and as a result the instrument was replaced. No patient was involved with this issue.

Manufacturer narrative:
Lot number updated. The tracker 9734590 navlock universal grey (lot# 180713) was returned for analysis. Analysis found that the returned tracker had a line of galling inside the handle which did not allow insertion of instruments. Otherwise, with markers attached and fully seated, the tracker displayed a good geometry error with normal tracking. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.